Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead replacement procedure, due to loss of capture. The left ventricular (lv) lead was explanted and replaced. The patient was not feeling well as before once the capture was lost.

Event description:
It was reported that when patient presented for a new lv lead procedure, no capture in all pacing configurations was observed prior to the procedure. Patient was not feeling well. The lead was explanted and replaced. Patient was stable post procedure.